Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure wherein all products were removed. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that during a patient's explant due to an MRI, two contacts of the lead were left inside the patient's epidural space. There will be no further course of action regarding the contacts.

Manufacturer narrative:
Required intervention to prevent permanent impairment/ damage should not have been checked.

Event description:
A report was received that during a patient's explant due to an MRI, two contacts of the lead were left inside the patient's epidural space. There will be no further course of action regarding the contacts.

Event description:
A report was received that during a patient's explant due to an MRI, two contacts of the lead were left inside the patient's epidural space. There will be no further course of action regarding the contacts.

Manufacturer narrative:
The lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the lead will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.